Manufacturer narrative:
E1-initial reporter address 1: (B)(6).e1-initial reporter phone:

Event description:
It was reported that the balloon blade was lifted. The severely stenosed target lesion was located in the mildly to moderately calcified mid anterior left descending artery. A wolverine coronary cutting balloon was advanced with no resistance for pre-dilation of the lesion. During the procedure, when pressure was applied to the balloon, the device failed to cross the lesion. When the balloon was withdrawn and examined, it was noted that the blade positioning was offset. The device was replaced with another wolverine and the procedure was completed with no patient complications. The patient was stable post procedure.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that the balloon blade was lifted. The severely stenosed target lesion was located in the mildly to moderately calcified mid anterior left descending artery. A wolverine coronary cutting balloon was advanced with no resistance for pre-dilation of the lesion. During the procedure, when pressure was applied to the balloon, the device failed to cross the lesion. When the balloon was withdrawn and examined, it was noted that the blade positioning was offset. The device was replaced with another wolverine and the procedure was completed with no patient complications. The patient was stable post procedure.